Event description:
The hosp returned a cracked seal without prior notification or a formal complaint. No other info was provided during follow-up attempts with the hosp. The hosp, also, did not indicate any pt complications.